Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, air could not be removed from the side port of the sheath. It was noted that the hemostatic valve was suspected. The sheath was replaced and the procedure was completed with the console. No patient complications have been reported as a result of this event.